Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2022-07274. Mrn 9617229-2022-07274 was previously submitted to report a left side rupture of the device in this record. New information was received from the patient regarding this device, which confirmed the device was not ruptured. Patient reported capsular contracture, and the healthcare professional confirmed baker grade ii, which is considered non-serious and is not reportable to the FDA. This medwatch is being submitted to un-report information submitted under mrn 9617229-2022-07274.

Event description:
Patient reported "really bad concerns with implant being ruptured" and "smaller and softer". Patient later reported "rupture". Healthcare professional later reported "possible" rupture and capsular contracture, baker grade unknown. Later patient reported "capsular contracture, baker grade iii/IV" and "there was not a rupture". Later healthcare professional reported capsular contracture, baker grade ii. This record is for the left side. The device has been explanted. Patient was prescribed singulair.